Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate pump, model # m-4900-08, s/n: (B)(4). Bard epxt 8-pole. St. Jude quad catheter. St. Jude sr0 sheath. Full UDI # information unavailable since the lot number is unknown. (B)(4)

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure for supraventricular tachycardia/atrioventricular nodal reentrant tachycardia with a thermocool smart touch bidirectional catheter and suffered second degree heart block requiring medication and pacemaker insertion. During the procedure, a 2:1 heart block was noticed on the echocardiogram (ECG). It was confirmed that the ECG showed the heart block occurring between ablations. Medical intervention included pacemaker insertion and administration of an unknown medication. The patient maintained a stable condition throughout the event, and has since improved. The physician was unsure of the cause of the event, but noted that it may have been a result of lesion maturation. Overnight observation was required for the patient.